Manufacturer narrative:
(B)(4). Failure investigation of the customers device did not confirm the report of low spo2 readings. There were no faults or failures of this device.

Event description:
The customer reported that during use the portable spo2 monitor gave low readings of 78%. The customer stated they considered this reading to be low based on the patient's condition. The patient had a cough and they expected an spo2 reading of 90%. There was no patient harm.